Event description:
An "unexplained malfunction" occurred when the pt's implantable neurostimulator spontaneously "reset" to the factory default settings. The device was reprogrammed successfully, no pt symptoms were reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.